Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had a problem with an angel wing blood collection assembly. The customer stated that the nurse was drawing blood from arterial line with blood collection assembly. The nurse attempted to remove collection assembly. The nurse attempted to remove the blood collection device from arterial line when the device broke with a snap. Hemostats were required to remove the device from the arterial line. The needle sliced hand on nurses index finger.